Manufacturer narrative:
One device was received. Per visual inspection, chip on lower right corner of top case. Per history/error log review, force sensor test error. Per functional testing, force sensor test error was found at power up and all the reading of force sensor is out of the required specifications. The complaint was confirmed. The root cause was the force sensor was out of calibration. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced top case for physical damage. Performed force sensor calibration and all functional testing. The device passed all functional and delivery tests.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device exhibited a force sensor error. Patient involvement is unknown.